Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a particle is observed inside the syringe, verifying the reported incident. Characterization testing was performed to identify the composition and identified the particle is consistent with foam and conveyor belt molding. A device history review was performed for the reported lot 2407059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing equipment undergoes routine cleaning and maintenance according to procedure. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no foreign matter or other particles were observed within any of the syringes. Based on the investigation, we cannot identify the specific cause of the foreign matter, although it can be confirmed it generated during manufacturing. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6): on (B)(6) 2025. Follow-up 1st attempt comments (rec). "1. Was the device being used in/on patient when the issue occurred? "No". 2. Was patient or user harmed? If yes, please explain "no". 3. Was the hcp present when the issue occurred? "Yes". 4. Was additional medical intervention/medication required? If yes, please explain "no". 5. Could you please provide a date of event? "02/01/2025". 6. Please confirm the number of products affected. "1". 7. Have any other actions been taken? 8. Could you please confirm if samples are available for the survey? If yes, please specify if samples are: a. Unused (before use), b. Used (during or after use). Important: if used, please confirm whether the samples are contaminated with blood or cytotoxic drugs. "Syringe used for paclitaxel (cytotoxic) sampling." 9. If you have retained a sample for investigation, please provide us with the collection address (full details - please use the template below). To ensure easy collection, we strongly recommend that you indicate an easily accessible location, such as the hospital pharmacy, your goods-in/out department, mailroom or main reception. The address should not be inside the hospital unit (maternity, oncology, etc.). A. Company: b. Collection point: (pharmacy/input/output department/mailroom/reception). C. Street, number: d. Building, floor: e. Postal code: f. City: g. Country: 10. Please also provide us with the telephone number of a person who can be contacted by the carrier. A. Name of contact person: b. Telephone number: c. E-mail address: 11. An empty shipping box complying with regulations, accompanied by the necessary accessories, will be delivered to the same address. We will arrange for our carrier to collect the sample. 12. If it is not possible to return a physical sample, could you support the investigation by providing detailed photographs of the product concerned? "Please find below the requested information. The sample can be scheduled at the following address, monday to friday between 8am and 3pm: (B)(6). We have encountered a quality defect on a 3p 30ml syringe ref: 301229, lot: 2407059. The syringe contains a plastic deposit. The syringe has been isolated. This appears to be an isolated incident.